Event description:
It was reported that t-wave oversensing occurred. The lead remains in use. No patient complications have been reported as a result of this event; 2013-(B)(6) communication with the physician's office showed that the device was reprogrammed to increase the right ventricular (rv) lead sensitivity. There has been no t-wave oversensing since the reprogramming.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d314trg, bi-ventricular implantable cardioverter defibrillator, 2012-(B)(6); 5076-52, implantable pacing lead, 2012-(B)(6); 429688, implantable pacing lead, 2012-(B)(6). (B)(4).